Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the existing lead was connected to a new device and exhibited high and unstable impedance measurements. The lead was then tested through an analyzer and exhibited "normal values." The lead was connected to the device again and high and unstable impedance measurements were observed a second time. The device was explanted and replaced with a different device. The lead was connected to the second device and high and unstable impedance measurements were observed. The physician decided to place the patient under observation and the device and lead remain in use. No patient complications have been reported as a result of this event.